Event description:
During an intubation, the introducer was removed from the et tube and the tip of the plastic sheath (approx one inch) came off of the malleable metal introducer. There was no harm to the pt. The one inch piece of plastic sheath and recovered.